Event description:
It was reported that the patient developed an infection and the implantable neurostimulator, leads, and extensions were removed. It was indicated that replacement of the extensions was not due to the infection. The date of explant was not provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product typ programmer, patient; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ extension; product ID: 3389s-40, lot# v635903, implanted: (B)(6) 2011, explanted: product typ lead; product ID 3389s-40, lot# v635903, implanted: (B)(6) 2011, explanted: product typ lead. (B)(4).